Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the threads of a pedicle screw's tulip broke during final tightening within surgery. The screw was removed and replaced with an alternative screw to complete the procedure. There were no reported patient impacts associated with this event.

Manufacturer narrative:
UDI number: (B)(4). The returned screw was evaluated. The screw shaft was fractured at the smallest cross section in a manner consistent with abrupt ductile debonding. The cause is likely attributed to stress placed on the screw in-situ that was higher than the local mechanical strength of the screw. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the threads of a pedicle screw's tulip broke during final tightening within surgery. The screw was removed and replaced with an alternative screw to complete the procedure. There were no reported patient impacts associated with this event.